Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate therapy. The right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and electromagnetic interference (emi). The implantable cardioverter defibrillator (ICD) displayed what appears to be false detection of ventricular fibrillation (vf) due to emi. It was confirmed the patient was in open heart surgery or coming out of surgery when the therapy occurred. No reprogramming was completed, and the device and lead remain in use. No further patient complications have been reported as a result of this event.